Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va03787, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. They reported that when they had it implanted, their case was complex. They could not get it connected to the nerve and they were in surgery for four hours. Their stimulator was hooked up to the pudendal nerve.